Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) had an error 14. The iabp was swapped with another. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) had an error 14. The iabp was swapped with another.

Event description:
N/a

Manufacturer narrative:
Updated fields: upon further review it was determined that the reported incident to be a duplicate report to complaint (B)(4), (mfg report number: 2249723-2024-03411).